Manufacturer narrative:
Product passed functional testing. Rf board was well within calibration specs. No problem was found. (B) (4). (B) (4).

Event description:
During the case everything seemed normal. When the patient woke up, they realized that there was a burn on front right leg.